Event description:
It was reported that a skin irritation causing a rash at the pod infusion site had occurred while wearing the pod. The patient reports they had received a prescription of hydrocortisone cream (1%) to be used at every pod change. In addition the patient was instructed to change pod sites after each use in an area where continued movement could cause cannula movement.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.